Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower had issues with scanning the drug into the pyxis stations. The customer stated while scanning it comes up with an old drug that is no longer in use. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication was scanned under one medication ID in both logistics and es, but on the units, it came up as a whole other drug ID, via securelink. The technical support specialist (tss) confirmed that the servers were connected via securelink. The server's item scan code lookup failed to locate a value for the specified medication item key, displaying a duplicate product ID error. Upon reviewing both the pharmacist and facility formularies, it was confirmed that the item ID existed only once. An email was sent requesting the customer to scan the medication into a text document to capture any device-level errors. Logs were reviewed, and the customer attempted to scan the barcode again on an es device where the medication was not loaded, resulting in a cannot scan bar code error. Another error indicated the barcode belonged to a different medication, though the barcode was verified as correct in logistics. The server application showed that the product ID had been re-linked by another user, with no external system rejection or unlink errors. Although the scan code was still missing from the es server database, it appeared to be managed externally. The customer reported that the product still did not function at the workstations, and the brand had since been removed. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower had issues with scanning the drug into the pyxis stations. The customer stated while scanning it comes up with an old drug that is no longer in use. However, there were no adverse events or injuries reported based on this event.